Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, a crack was observed in the battery compartment about a few weeks ago and the patient reported that the battery had to be changed more frequently. Reporter stated that the battery cap was not damaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.